Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for uncontrollable high and low blood glucose levels. No blood glucose levels were reported. It was also stated that the insulin pump was alarming during the manual prime. Nothing further was reported.